Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device clinic check no lv capture from any vector at max output was observed. Programming changes were made. Patient will return for a future appointment to discussed options. The patient is stable. Further information did not note any future plans regarding the lead. Lead remains implanted.

Event description:
New information notes that on (B)(6) 2019, the lv lead was capped and replaced with an epicardial lead due to no capture. The patient was stable.